Manufacturer narrative:
The reported event of unable to loosen the v-setscrew to disconnect the lead was confirmed. Analysis revealed the v-setscrew had been over-torqued by the physician at implant. The setscrew was over tightened to the point that the setscrew dug into the pin the lead lifting up metal out of the pin. The over-torque of the setscrew also effected the connector block threads. The setscrew was so over-torqued that it dug metal out of the connector block threads. The over-torque was so significant that the setscrew could not be untightened with wrenches and needed to be cut out. The stuck lead could then be normally removed from the connector once the setscrew was removed. The over torque was done in the field by the physicians at time of implant. This is a user related anomaly.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the set screw of the pacemaker was too tight and was unable to be loosen. The pacemaker was not used and replaced. The patient was in stable condition.